Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure coils had migrated and perforated the uterus") and pelvic pain ("chronic pelvic pain / severe pain/ severe pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In may 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), pain in extremity ("chronic foot pain/ leg pain"), alopecia ("excessive hair loss"), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain") and teeth brittle ("brittle teeth"). The patient was treated with surgery (a bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, pelvic pain, discomfort, abdominal pain, back pain, pain in extremity, alopecia, menometrorrhagia, dysmenorrhoea, weight increased and teeth brittle outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, discomfort, dysmenorrhoea, menometrorrhagia, pain in extremity, pelvic pain, teeth brittle, uterine perforation and weight increased to be related to essure. The reporter commented: since the removal surgery, plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: coils were properly placed most recent follow-up information incorporated above includes: on (B)(6)2018: essure complaint received from lawyer department. Plaintiff post-procedure course has been also marked by menometrorrhagia, dysmenorrhea, leg pain, weight gain and brittle teeth. On (B)(6)2016, plaintiff underwent a bilateral salpingectomy and removal of the essure coils. The procedure revealed that one of the essure coils had migrated and perforated the plaintiff's uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience chronic pelvic pain. The plaintiff underwent device removal approx. 2 years after insertion. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided very limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were provided, a causality of the essure micro-inserts cannot be excluded (related). Non-serious events were reported in addition. The case was classified as incident because of device removal. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in a (B)(6) female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), pain in extremity ("chronic foot pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure coils removal on (B)(6) 2016) essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown and the discomfort, abdominal pain, back pain, pain in extremity and alopecia outcome was unknown. The reporter considered pelvic pain, discomfort, abdominal pain, back pain, pain in extremity and alopecia to be related to essure. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience chronic pelvic pain. The plaintiff underwent device removal approx. 2 years after insertion. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided very limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were provided, a causality of the essure micro-inserts cannot be excluded (related). Non-serious events were reported in addition. The case was classified as incident because of device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.